Event description:
Baxter (B)(4) received a report that an infusor had no flow before patient use. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 105 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination did not find any evidence of blockage or abnormality in the delivery tubing or reservoir; however, microscopic examination of the flow restrictor showed evidence of micro-air pockets/bubbles in the fluid pathway. No other source of blockage was identified. The root cause was determined to be micro-air pockets/bubbles inside the lumen of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.